Manufacturer narrative:
Continuation of d10: 439878 lead; implanted: on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a ventricular tachycardia (vt) ablation, the patient went into vt at the very end of the procedure and the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy for the detection of ventricular tachycardia (vt) that was classified as supra ventricular tachycardia (svt). It was noted that the atrial fibrillation (af) discriminator feature withheld therapy. The patient was in af, but the ventricular rhythm was very stable preceding vt detection. Reprogramming was done and the patient was cardioverted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.